Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 89 mg/dl, and the meter bg reading was 389 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
B1, b2, b5, h1, h6 patient codes.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 89 mg/dl, and the meter bg reading was 389 mg/dl. Reportedly, the customer attempted to treat high bg with an insulin injection and drinking fluids. Reportedly, the customer felt nauseated. The customer went to the emergency room (ER) where she was treated with intravenous fluids and manual insulin injections. Customer reported having moderate to large amounts of ketones, but not reported as life threatening. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.